Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that their device ¿hadn¿t worked in years¿ and they wanted it out but hadn¿t had the surgery yet. When asked when it stopped working, they stated that it ¿barely worked at the beginning¿ and ¿never did that much.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the root cause of the device not working was unknown because the battery was dead and impedance check could not be performed. No further complications were reported.

Manufacturer narrative:
Device code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stated it was normal battery depletion.